Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "bottoming out." The device remains implanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Sent a review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified deformation, fold creases, and cloudiness/bubbles in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing. Reason for reoperation: capsular contracture, baker grade IV, and use error.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, "bottoming out", "had capsulotomy and had the same implants put back in." The device has been explanted.